Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed ac necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A consumer's relative reported that after intraocular lens (iol) surgery in the right eye with local gel anesthesia, the consumer experienced strong pruritus. The pruritus started the first postoperative dat after removal of the bandage and had not resolved at the time of reporting. According to the reporter the consumer it was hardly possible for the consumer to open his eyes and he sat inside his flat with closed eyes. The consumer did not experience this event before surgery. Several doctors have been consulted but no reason was found for the reported event. Allergy to the iol was disregarded as a cause by one of the healthcare facilities consulted. Add'l info has been requested but not received to date.